Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that while direct stenting, the lesion could not be reached with the stent delivery system (sds). Upon removal of the sds, it was noticed that the stent had detached from the balloon and was on the sds shaft. An attempt was then made to perform a ptca only with the sds balloon; however, the balloon could not go through the lesion. No additional event or patient information is available.